Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with unexplained no delivery alarms, had screen damage, was slower during rewinds, and had diminished battery life. The customer¿s blood glucose level was unknown at the time of the incident. The customer also stated they were getting sensor glucose versus blood glucose differences and frequent calibration errors. No further details were provided. Troubleshooting was not completed. The insulin pump will not be returned for analysis.